Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic appendectomy, on the base of the appendix, the device was unable to fire and unable to press the green button, also the device did not hold the fabric in the jaws. They used a new device to complete the case and resolve the issue. The patient was alive with no injury.